Event description:
It was reported that after transport of the stenoscop system, the system would not fluoro. There was no report of pt injury.

Manufacturer narrative:
Customer called back and cancelled the service call. Service call closed. No additional info.